Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. No motor encoder position error could be verified due to an erased history file. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with some cosmetic damage.

Event description:
It was reported that the customer's blood glucose level was 42 mg/dl. The customer treated with carbs. The customer received a motor error alarm from her insulin pump. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.